Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 jun 2020.

Event description:
The customer reported that the ventilator would not charge and there is no indication of ac (alternative current) power when it is plugged in. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. Technical support advised the customer to replace the power supply. The customer replaced the power supply and the reported problem was resolved.